Event description:
The device was prepped with a flush with saline, inserted in patient the device would not deploy the blades to cut the appropriate tissue. The device was removed from the patient and tried to get the device to deploy. It did not work so another device was used and worked fine.